Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient order was not integrating. A technical support specialist found that user had override and able to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medbank system did not integrate patient order and prevented user from accessing the medication glucagon, causing significant delay. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b1 - corrected to adverse event. Section b2 - updated outcomes attributed to adverse event - other serious or important medical events. Section b.5 - corrected describe event or problem. Section h6 - updated health effect - clinical code (e).

Event description:
It was reported by the customer that a pyxis medbank system did not integrate patient order and prevented user from accessing the medication glucagon, causing significant delay. The patient was sent to the hospital to receive medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6)2022 to (B)(6)2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order had not integrated. The technical support specialist found that the user had performed an override and was able to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis medbank system did not integrate patient order and prevented user from accessing the medication glucagon, causing significant delay. The patient was sent to the hospital to receive medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released.